Event description:
The patient has lost considerable weight over time and the device has gradually started to protrude, causing pain. An implantable neurostimulator (ins) overdischarge was suspected. The patient has not used his system for 8 months, he has been trying to manage his pain in different ways. The patient recently tried to use the system again. There was a communication problem. The stimulation hurts the patient but it gave him pain relief in his lower body. It has been like this since implant. A couple months later the patient reported that he had concerns with the unit that was implanted in his back. It has its own ¿spear of pain.¿ the patient still does not use the stimulation very often anymore because it was blocking its signal and also ¿frying his nerves¿ at the same time. The device protrudes from the back a bit whenever the patient sits against something hard. The implant was completely dead (has been dead for a year) and could not get it to charge unless he goes to the health care provider (hcp). It was beyond the patient¿s ability to go so far to see his hcp. The problem started about a year ago, long time ago, but recently last week he was able to clearly define and identify the ins itself causing its own separate pain and spasm. The pain was everywhere down his body from the unit and could not tell until recently. The patient experienced a loss of therapeutic effect and does not remember when he used the implant last. It was noted the patient was disabled and his memory does not work very well. The ins has been protruding from day one and always. The patient was losing weight; he was exercising because he is heavy and has to drop weight. The ins will become more prevalent as the patient drops weight and it will push hard and harder. The patient did not know the ins was causing pain before because it was mixed up with his body. The patient needs to be evaluated to have the ins removed but he did not want to push it further. There was no stimulation sensation. The patient needed help making a decision on the implant because it was causing a problem and he did not see a solution other than removing it which was taking ability for other pain. When ¿you fry¿ or when you use electrical stimulation and end up with more, seems like there was a problem there. Never having therapeutic effect was noted. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).